Event description:
Patient developed hematoma after implant, but there was no surgical intervention and hematoma resolved on its own. Incision check on (B)(6) 2018 showed completely healed and no swelling. (B)(6) 2018 subject went to urgent care with complaints of a cough. Xray showed unchanged cardiomegaly and implanted defibrillator with no mention of a hematoma. At (B)(6) 2018 in clinic visit, patient was found to have a large hematoma which was to be drained at a later appointment. On (B)(6) 2018 hematoma had decreased in size so physician decided to not drain but to monitor patient. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.